Manufacturer narrative:
UDI : (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a hakim micro programmable valve with unitized distal catheter could not be reprogrammed and was revised. Multiple attempts were made with 2 different programmers in a quiet environment while the baby was sleeping. Another attempt was made on a following day, again unsuccessfully. The valve was revised and there has been no further report of problems for the patient.

Manufacturer narrative:
UDI -- (B)(4). The device was returned for evaluation. The valve was visually inspected; biological debris was noted on the cam mechanism. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The silicone was cut just after the valve casing. The cam mechanism was moved. The valve was then tested for programming and passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the base plate. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue was confirmed. The root cause was determined to be biologic debris on the cam mechanism and base plate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.